Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high elecsys ft3 iii (ft3 iii) result for 1 patient sample tested on the cobas 8000 e 602 module. The customer provided the patient sample for investigation and it was tested on an e602 module and a cobas e 411 immunoassay analyzer at the investigation site. It is not known if the erroneous result was reported outside of the laboratory. Refer to the attached data for patient results. There was no allegation that an adverse event occurred. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site with the e602 module was 257857 with an expiration date of 31- jul-2018. The ft3 iii reagent lot number used at the investigation site with the e411 analyzer was 227001 with an expiration date of 31-mar-2018. The serial number for the customer's e602 analyzer and the ft3 iii reagent lot number used was not known. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Except for the one high result generated at the customer site, all other values from the customer site and the investigation site were within the normal reference range. Based on the information available, a general reagent issue is not likely. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes may be related to the sample itself (incorrect preparation of the sample leading to clots or fibrin filaments), the reagent (presence of bubbles/foam on the reagent surface or the system reagents), or an instrument issue (old pinch tubes).